Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned and evaluated. Visual inspection reported defects to the outer case. The functional evaluation confirmed the device could not generate alarms under expected conditions and was unable to start up, establishing a relationship with the events reported. The root cause has been determined as a failed main circuit board and a defective control pcb. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the renasys go was not able to be turned on. As well the device does not generate alarms. The mainboard is defective. Control pcb is broken. Top and bottom case are damaged. Case insert left and right is damaged. No case reported, therefore, there was not patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.